Manufacturer narrative:
2475, 1928="l". 1970, 3274, 2102="nl". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received on 21jul2021, the patient has experienced urinary incontinence, mixed incontinence, urinary urgency, erosion, heaviness or pulling sensation in the pelvic area, occasional backaches, fistula, fibroids, ovarian cysts, abnormal pap smears, vaginal pain, pain during sexual intercourse, uterovaginal prolapse, rectocele, cystocele, enterocele, urethral hypermobility, interstitial cystitis, pain in unspecified knee, intermittent incomplete bladder emptying, urinary frequency, nocturia, insensible loss, enuresis, voiding dysfunction, detrusor sphincter dyssynergia, lower abdominal pressure with stabbing pain, nausea, dysuria, soreness, constipation, fecal incontinence, pain with urination, pain with bowel movements, pubocervical incompetence, rectovaginal incompetence, abnormal adhesions, umbilical hernia, tenderness, granulation tissue at vaginal vault, abdominal pain, hypothyroidism, obesity, psoriasis, heart murmur, urinary tract infection, vaginal atrophy, bladder infections, trauma, bladder stones, stage 1 apical prolapse, chronic cystitis, irritable bowel, and required additional surgical and non-surgical interventions.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the alyte y-mesh graft may include, but are not limited to those typically associated with surgically implantable materials including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced abdominal pain, disability, impairment, injury, urinary stress incontinence, dysuria, dyspareunia, additional surgical intervention, erosion, mesh contraction, infection, fistula, inflammation, scar tissue, blood loss, neuropathic, chronic nerve damage, adhesions and urinary tract infection.

Manufacturer narrative:
2519, 2238, 1908="nl". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received via medical records on 11apr2022, the patient has experienced pelvic floor pain, myalgia, pelvic and perineal pain, overactive bladder, vaginal pain, urinary urgency with urge incontinence, extruded vaginal mesh, mesh erosion, hypertension, constipation/defecation dysfunction, mild rectocele. Recurrent cystitis, urinary tract infection, bladder discomfort, vaginal atrophy, voiding dysfunction and required additional surgical and non-surgical interventions.

Manufacturer narrative:
2123,1849,2558: "nl". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received via medical records on 22apr2024, the patient had experienced prolapse, stress urinary incontinence, urinary frequency, urinary urgency, pelvic pain, dysuria, dyspareunia, mesh erosion, urethral hypermobility, pubo-cervical incompetence, rectovaginal incompetence, abnormal vaginal discharge, constipation, hematuria, fatigue, abdominal adhesions, right ovarian cyst, umbilical hernia, mixed incontinence, incomplete bladder emptying, post- void dribbling, rectocele and required additional surgical non-surgical treatment.